Event description:
Information received from the field notes atrial over- sensing. The nurse stated that "the patient was being overdrive paced at 75 bpm for an atrial kick."

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received